Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient stated that patient was going to have a paddle inserted due to lead migrating. Patient added patient was going to see doctor for a paddle to be inserted. It was stated patient might have ins replaced when paddle was inserted as well but patient was not sure. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260,serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins was not working and had stopped helping as much where the patient needed it in their back. It was just in the left leg. This started happening in (B)(6) 2018. It was further reported that it was discovered during an xray "about a week ago" that her "leads migrated a vertebrae" but doesn't know how this happened. Pain was reported. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-mar-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is not receiving as much pain relief as they had been receiving originally. Reprogramming utilizing evolve workflow and high density (hd) therapy was attempted. The patient is still not receiving as much pain relief as had previously. The decrease in pain relief has not been resolved it is believed to be due to lead migration which was confirmed by x-ray. The cause of the lead migration was not determined. The rep did not know the patient's weight at the time of the event. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient experienced ineffective stimulation coverage and a return of pain symptoms. X-rays were obtained to confirm lead migration. The leads were revised and swapped to a surgical paddle lead due to the percutaneous leads migrating. A loss of effective coverage and pain relief occurred as a result of the migration. The issue was resolved at the time of the report.